Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was noted post pacing on the current egm (electrogram) for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.